Event description:
Doxorubicin was received in a baxter infusor pump with no malfunctions noted when checked by rn. When preparing to connect the pump to the pt -approx 6 hours later-, the rn noted that the balloon with the medication had burst inside the pump casing and that all of the doxorubicin was outside of the balloon. Multiple issues have occurred recently regarding malfunctioning of these pump types when administering doxorubicin. Diagnosis or reason for use: administration of chemotherapy.